Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation of a steerable guide catheter (sgc), the flush port was noted to have a slit or crack, and a leak was observed. The tuohy was removed, but there was no improvement. Therefore the sgc was replaced.

Manufacturer narrative:
All available information was investigated, and the reported issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The cracked luer was submitted to the mcl for analysis. The reported leak is a cascading event of the cracked luer, which was determined to be a potential product quality issue. Therefore, exception (issue) 133324 has been initiated to further investigate this complaint. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.